Event description:
It was reported that the patient presented in the emergency room due to syncopal episode. It was noted that the right ventricular (rv) lead had switched from bipolar to unipolar due to decreased of pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. The patient was stable throughout.